Event description:
Holmium laser setting-energy 1.0 joules and rate 6 pulses/sec (hz). Suddenly after 0.03 total energy used, pop heard and fiber broke. Fiber placed back in original package and sent back to MFR for fiber replacement.